Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user when trying to request a medication the rxverify was giving an error. The technical support specialist remoted into the cabinet and updated the urls in the asp sync interface from us-ws to ws2. Sql was used to change the validation code accordingly. Customer tested with a sample patient and item and confirmed that rxverify functioned correctly through the entire process. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the rxverify was giving an error (403) forbidden when trying to request for a medication. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.